Event description:
It was reported that pump experienced malfunction after pump drop, with non-resettable malfunction alarm displayed. There was no adverse impact to the customer¿s blood glucose level. Customer had no backup insulin therapy available and planned to contact healthcare provider, while technical support arranged replacement pump.